Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range right atrial (ra) lead pacing impedance measurements. There was also evidence of high threshold measurements, oversensing of noise and pacing inhibition. A lead fracture was suspected on a competitor¿s ra lead. The patient is pacemaker dependent but no adverse patient effects were reported. Boston scientific technical services (ts) provided programming optimization guidance. As of today this device remains in service and reprogrammed to vvi pacing mode.